Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the sensor wire was still attached to the housing puck. The reported complaint of intermittent antenna icon cannot be reproduced as the sensor is a one-time use device; therefore, the reported complaint cannot be confirmed and a root cause cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(4) 2014 to report an intermittent out of range signal on (B)(4) 2014. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).